Event description:
The event description in the complaint documentation provided to nitinol devices and components reads as follows. "Advanced wire through sheath. Placed seeker over wire. Attempted to cross at cto. Looped wire, pushed into at, seeker followed. When physician pulled back wire the tip broke off. Physician felt some resistance but he didn't feel it any more resistance than he has felt during other cases." Additional information provided in subsequent email indicated the following. The guide wire tip was successfully retrieved from the patient. The patient's condition is stable. Routine follow-up by physician is planned.